Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that in a pre-visit phone call from the clinic, the patient alleged that while in the hospital, he missed a chemotherapy dose due to an infection around the stoma site of an unknown mic balloon gastrostomy tube. The patient was treated with IV antibiotics. Per the patient, the stoma site became sore on (B)(6) 2019, and on (B)(6) 2019 the general practitioner treated the patient with oral antibiotics. On that friday, the stoma site became sore and "dirty looking." IV antibiotics were started on (B)(6) 2019. No further information is available, per the reporting clinic.